Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to use stress, external factors, and handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service confirmed the customer¿s reported leak, and found it was due to holes in the bending rubber. In addition, poor continuity was observed at the insertion section, the insertion tube was collapsed, and the insertion tube boot was broken due to external factors. The curvature angle was insufficient due to stretching of the angle wire. Contact pins on the scope connector had discoloration, and scratches were observed on the control body, rotating mechanism, switch box, grip, angle levers, up/down plate, universal cord, scope connector, and scope connector cover, due to external factors and handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a pinhole [leak] in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling off. This report is being submitted for the malfunction (coating peeling) found by service during the device evaluation.